Event description:
It was reported that the right atrial (ra) lead triggered an alert for high, out of range impedance. The impedance and pacing threshold has increased rapidly. It was also noted that the lead was not pacing and was exhibiting noise. A fracture is suspected, but an x-ray could not confirm one visually. The lead was reprogrammed and remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial lead impedance rises from an approximate baseline of 450 ohms to greater than 3000 ohms the week ending 2013-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.